Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2011, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2007. The customer reported a blood glucose result of 3 mg/dl at 3:00 am. She explained she was "passed out and in a coma". Her husband attempted to treat her with peanut butter and milk as she was not able to treat herself. The husband called paramedics, who treated her with 2-3 shots of glucose and the customer came around within the hour. The customer stayed in the ER overnight, was not admitted into the hospital. The customer was using a cozmo insulin pump in 2007 the cozmo insulin pump mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).